Event description:
It was reported that during a colorectal procedure, the device fired four times correctly. It had a green reload on the fifth firing, the jaws were hard to close and it didn¿t fire easily, higher force to fire than normal and once the device had fired the staples weren¿t formed properly in the tissue and on testing the staple line it leaked. The hospital got the two devices confused, so are sending the device that failed and the device they used to replace the failed device back for analysis. There was no patient consequence reported. The procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the leak controlled? Was the post-operative care changed for the patient as a result of the event? The analysis results found that the ats45 device was received in good visual condition and with seven tr45g cartridges present. The reload were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.